Event description:
It was reported that the user experienced recurrent low blood glucose at night while using the ilet system and sought guidance from their trainer; the user treated lows with oral glucose. Symptoms included hypoglycemia with a blood glucose level of 68 mg/dl. Outcomes included temporary impairment requiring self-treatment. Investigation included complaint handling and user support troubleshooting and education. Investigation of this case revealed no device malfunction identified and the cause of the hypoglycemia remained unclear. It was concluded that the event was user-experienced hypoglycemia with undetermined cause and no device failure confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.